Manufacturer narrative:
Evaluation summary: the hawkone was received inserted the cuter driver. A bend and hole to the distal assembly was observed approximately 1.3cm from the cutter window. The bend shows the tecothane burst open with the coils deformed at the location of the hole. The hole is on the same plane as the cutter window opened, opposite the guidewire tubing.

Event description:
The physician was using a hawkone to treat a lesion in the superficial femoral artery. The lesion was described as a chronic total occlusion-100%. The device inspected prior to use with no issues noted. The device was being used with a 7f sheath and a 0.014 spartacore guidewire. The vessel was not pre-dilated. The device was being used as per the IFU. No resistance noted advancing the device to the lesion. During use, after several passes the nosecone became damage and plaque was protruding out of device. Device was removed and vessel dilated as planned post atherectomy. No patient complications reported.